Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using an unspecified number of bd vacutainer® push button blood collection set, tubes are popping off of the unit, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using an unspecified number of bd vacutainer® push button blood collection set, tubes are popping off of the unit, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-sep-2025. Investigation summary: bd received 3 samples for investigation. The three returned samples were subjected to functional tests for tube push-off during use. All samples passed testing, with no evidence of defects to the device or tube push-off during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.